Event description:
It was reported by the patient that the previously working remote monitor was no longer responding to the start button. The attempt to reset the monitor by unplugging and then replugging in the power cord was unsuccessful. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event during the initial visual/functional check. However, after further analysis was performed, the failure disappeared, therefore a root cause could not be determined.